Manufacturer narrative:
(B)(4). Batch # n55n7k. The analysis results that one ec60 device was returned with no apparent damage and with the reload cartridge pan was found lodged inside the channel. The ecr60d cartridge reload was received inside a little bag. The cartridge was received fully fired and damaged. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncrs or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a radical resection of pulmonary carcinoma procedure, the device could not fire on the third firing with a gold cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.